Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: >5.0; pocd 3.1; mean: unable to be determined; confidence limits: unable to be determined. The value of the inratio was >5.0. A specific result was not given, so the mean and the confidence limits cannot be calculated. Therefore, further testing is required at this time. Per pr 0103, in-house retains strips lot 060685 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lots 060685 done in 2007 are as follows: see scanned table. Based on the above test results, per pr 0103, retained lot 060685 meets the criteria for strip accuracy.

Event description:
Caller alleged inaccuracy with inratio: results as follows: date: 2007; inratio: >5.0; pocd (point of care device): 3.1.